Event description:
A literature article that aimed to evaluate the efficacy of conventional laparoscopy (cl) versus robot-assisted laparoscopy (ral) in the management of deep endometriosis was reviewed. It was a retrospective and comparative study that included all patients treated with minimally invasive surgery for deep endometriosis between 2015 and 2023 in one single institution. The study included a total of 93 patients: 56 patients were treated with cl and 37 patients were treated with ral. Per the article, there was no significant difference observed with blood loss. Patients treated with ral bled less (96.75 ± 124.41 ml) than those treated with cl (113.66 ± 136.66 ml). There was no conversion required in the ral group. In the ral group, three patients experienced surgical complications: one patient that had deep endometriosis experienced a right ureter injury. Two with extrapelvic endometriosis sustained a bladder injury. There is no mention within the article of medical intervention (if any) that was rendered due to the complications. In addition, the cause of the complications was not mentioned. There were no da vinci device issues reported in the article.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: bandala, c.; cifuentes-chacón, j.p.; cortes-vázquez, a.; ruz-barros, r.; garrocho-hernández, l.; cortes-algara, a. Efficacy between conventional laparoscopy and robotic surgery in mexican patients with endometriosis: a comparative study. J. Clin. Med. 2024, 13, 3576. Https://doi.org/10.3390/jcm13123576. Section a: patient information - no specific patient demographics were provided for the patients. Study demographics robotic group included patients with a median age of 47 years; the gender is marked as female according to the type of procedure. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. .